Manufacturer narrative:
(B)(4). Supplemental MDR/correction - safety mechanism difficult to activate. Correction: following submission of initial MDR, the batch number was not correctly reported. Section d updated to correct batch 4355653. After investigation as analyzed code changed to needle pulled out of hub. Evaluation: one sample was provided to the quality team for investigation. A visual inspection was performed, and the top part of the needle was observed to be bent. Additionally, three photos were submitted for evaluation. Two of the photos confirm the bent condition of the needle. In the third photo, the safety mechanism appears to have been activated, and the bottom part of the needle is detached from the needle hub. Based on the investigation with the photo analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4355653. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: material #305916 lot #4355652. Rcc received a complaint via phone. Pir attached. Ref:305916, lot: 4355652. 2 different needles. The first one needle is bent, and the second safety didn¿t work. Customer has samples available and photos available for the investigation additional information provided: 1. Exact date (B)(6) 2025 2. Picture ¿ see attachment 3. No patient harm. No harm occurred to provider, but high risk of dirty needle stick occurring due to safety malfunction.